Event description:
It was reported by service report that the fowler was stuck in the upright position. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Eval result: fowler.